Event description:
The device was used during an unspecified procedure. Reportedly the 1 cm tip of the instrument broke off and it could not be determined where the tip broke off, either on the sterile field or in the pt. The hospital reported no injury to the pt.